Manufacturer narrative:
G5:510(k)#: k102985 b4:(b)(62021 the service engineer (se) confirmed the reported failure and replaced the power management (pm) printed circuit board assembly (pcba) to resolve the issue. The unit was tested, and it was returned to service.

Event description:
The customer reported they can't turn the unit on or off or make setting changes. The customer confirmed diagnostic error codes, alarm led failure, back up-alarm failure, aux alarm supply failed, 35v failure and cooling fan speed error. All power has to be removed to power the unit off. Once powered back you can navigate through the screens and make setting changes, but still w/not turn off. The unit was not in use, and there was no patient or user harm reported.